Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has been having ¿neurological symptoms.¿ the patient states they don¿t know if the components of the battery are leaking into her body causing the symptoms. When the symptoms started, they were not able to walk correctly. A week after that they lost their speech. The patient reports having peripheral neuropathy. They have had peripheral neuropathy since prior to the implant but stated it had been ¿a little bit increased.¿ the patient has a ¿metallic taste¿ in their mouth and their ¿speech is terrible.¿ the patient asked if the symptoms could be caused by the ins battery possibly leaking. The patient stated that they want the ins removed because they are dissatisfied due to the issues they are having. The patient reports falling in (B)(6) 2020, but caught themselves and didn¿t fall on the ins. The patient has had reflex sympathetic dystrophy since prior to the implant. No further complications were reported or are anticipated.